Event description:
It was reported that the procedure was to treat a lesion with moderate calcification in the mid left anterior descending artery. A 2.75x23 mm xience prime rx stent delivery system (sds) was advanced toward the target lesion. The balloon was inflated, the stent was deployed and a dissection occurred. There was no interaction of devices. The sds was removed. An unspecified 2.75x18 mm sds was advanced, the balloon was inflated and the stent was deployed to successfully treat the dissection. There was no other device/procedural issues noted. There was no adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency.